Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
A device report from (B)(6) indicated a clinic in (B)(6) reported: pt suffered a significant injury (B)(6) 2011. Five months post injury, (B)(6) 2011, pt implanted with plate and screws. Two months post op, (B)(6) 2011 the screws were found broken. Pt was returned to the operating room on (B)(6) 2011 for the revision of three broken screws. Surgeon removed and replaced all screws, original plate remained in pt. Screws were discarded by hospital account. This is two of three reports for this event.